Event description:
It was reported that during a procedure for treatment of a duodenal obstruction, the physician inserted the jagwire into the cannula and when he removed the wire, he found that 5 cm of the distal tip was broken and stayed inside the cbd. There were no pt injuries or complications. There was no surgery or additional intervention required.